Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the returned probe was severely bent. Otherwise with markers attached and fully seated, the probe displayed a good geometry error but no divot error. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the passive planar probe was bent visibly. Additional information was received that the probe was not able to be verified and used. It had been taken out of the tray and quarantined as not usable. There was no patient present when this issue was identified.